Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that a shortage in connection occurred in the x-ray tube. The representative returned to the site on (B)(6) 2017 and replaced the x-ray tube. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-ray tube has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The ht control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The solid state relay was returned to the manufacturer for evaluation. Testing found that two pins showed high resistance readings when 24v were sent through.

Manufacturer narrative:
The standalone board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The mobile view station (mvs) interface (umbilical) cable was returned to the manufacturer for analysis. Reported issue was able to be duplicated. Mvs interface cable failed bench test performed. Gbit test failed, blue cat5 cable was short in length. Measured 40.6 ft, expecting 41ft. 100t test, continuity test and visual inspection passed. The hardware investigation found that reported event was related to an electrical failure.

Manufacturer narrative:
A capacitor for a circuit board in the imaging system was returned to the manufacturer for evaluation. Testing found that the capacitor functioned as designed and passed visual inspection.

Manufacturer narrative:
The analysis of the suspect atp console was completed by medtronic personnel. The console was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the suspect power control board for the lf rac was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The lf rac pcba was returned to the manufacturer for analysis. The tester installed lf rac pcba in imaging system and the system readied as expected. 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found. This component did no contribute to the reported event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 25 january 2017. The representative reported that a generator error was presented by the imaging system. An electrical issue was observed with the standalone board. The representative returned to the site on 30 january 2017. The representative reported that they replaced the standalone board, but the reported issue repeated. The representative then returned to the site on 1 february 2017. The representative reported that the issue was repeating. During a site visit, on 8 february 2017, the representative reported that they replaced the atp board, the solid state relay and the interface (umbilical) cable were replaced. The reported issue was not resolved. None of the suspect components have been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not start up properly. The pendant on the imaging system displayed that the system was initializing. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The x-ray tube for the imaging system was returned to the manufacturer for evaluation. Testing found that a filament on the cathode was opened.